Manufacturer narrative:
The device was returned with the needle fully deployed. The download data showed no timeouts drive stalls or alarms. A leak test was performed on the fluid path, but no leaks in the fluid path were observed. After investigation of the reservoir, insulin was seen past the o-ring indicating that the o-ring was not sealed properly and therefore not delivering insulin as intended. No other damages or deficiencies were observed that would keep the device from functioning as intended. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 300 mg/dl. The pod was worn between 4 and 24 hours on the abdomen. No information was provided on how the hyperglycemia was treated.